Event description:
She thought her blood glucose readings were too low. She tested twice and received readings of 4.4. It was determined by customer service that the customer was using a canadian elite meter that was set in mmol. The cutomer did not adjust her medication or allege any adverse events. The customer was able to reset the meter to mg/dl with assistance. The meter is to be returned for evaluation, and a replacement meter will be sent.